Manufacturer narrative:
Insulin pump received with minor scratched display window, broken reservoir tube lip(however the test reservoir was held inside of the reservoir compartment). Insulin pump also received with protruded drive support disk.

Event description:
It was reported that insulin pump has worn threads and the reservoir is unable to stay inside the insulin pump. Customer's blood glucose level at the time 120 mg/dl. Troubleshooting occured. Advised insulin pump would be replaced.